Event description:
It was reported that an ilet pump was dropped, resulting in a cracked housing near the cartridge area that prevented loading a new cartridge, after which the touchscreen area would not unlock to change insulin and the patient transitioned to backup therapy; the affected component was the touchscreen and the device problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of the information provided. Investigation of this case revealed a stress-related problem consistent with impact damage, with the device fracture affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.